Event description:
Synthes (B)(6) reported: upon the request of the patient, the patient returned to the or with broken screws (non-synthes) status post spine implant to have broken screws removed from a healed and fused operative site (level (s) unspecified). During screw removal, the hollow reamer broke into pieces while removing the screws. All fragmented pieces were removed from the operative site and replacement reamer was used. The surgery was completed with unknown delay. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.